Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. Ts discussed an in-clinic assessment of the system. Additional information noted that this patient was seen at the clinic and testing took place which exhibited noise in the secondary sensing vector. The patient performed movements while capture all vectors was running. Additional information noted that a possible electrode replacement was taking place. Ts discussed a possible compromised electrode and recommended a revision of the electrode as well as rescreening and review of xray may assist in assessment of current position and whether adjustments are warranted given secondary vector is so small and appears to have changed since time of implant. A review of the x-rays did not show that the electrode had migrated. Additional information noted that a revision took place, and both the electrode and s-ICD were explanted and planned to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The system was expected to be returned. Should the system be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. Ts discussed an in-clinic assessment of the system. Additional information noted that this patient was seen at the clinic and testing took place which exhibited noise in the secondary sensing vector. The patient performed movements while capture all vectors was running. Additional information noted that a possible electrode replacement was taking place. Ts discussed a possible compromised electrode and recommended a revision of the electrode as well as rescreening and review of xray may assist in assessment of current position and whether adjustments are warranted given secondary vector is so small and appears to have changed since time of implant. A review of the x-rays did not show that the electrode had migrated. Additional information noted that a revision took place, and both the electrode and s-ICD were explanted and planned to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. Ts discussed an in-clinic assessment of the system. Additional information noted that this patient was seen at the clinic and testing took place which exhibited noise in the secondary sensing vector. The patient performed movements while capture all vectors was running. Additional information noted that a possible electrode replacement was taking place. Ts discussed a possible compromised electrode and recommended a revision of the electrode as well as rescreening and review of xray may assist in assessment of current position and whether adjustments are warranted given secondary vector is so small and appears to have changed since time of implant. A review of the x-rays did not show that the electrode had migrated. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. No additional adverse patient effects were reported.